Manufacturer narrative:
Customer reported that a pyxis medstation es system stopped responding, preventing user access to medication. Customer reported patient involvement and harm on the complaint file. Customer did not corroborate the reported involvement and harm. This event is recorded on complaint number 2560371. A technical support specialist evaluated the device and verified the device's system settings, station configuration and rebooted. Device confirmed operational.

Event description:
Customer reported that a pyxis medstation es system stopped responding, preventing user access to medication. Customer reported patient involvement and harm on the complaint file. Customer did not corroborate the reported involvement and harm.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-jul-2020 to 28- jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was stuck at a blue screen and didn't respond. A technical support specialist ran the station configuration and ensured all settings are correct. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a pyxis medstation es system stopped responding, preventing user access to medication. Customer reported patient involvement and harm on the complaint file. Customer did not corroborate the reported involvement and harm.